Manufacturer narrative:
The customer stated that the device cannot be returned therefore a proper root cause analysis could not be completed nor the reported issue confirmed. Without a proper device analysis, a definitive root cause cannot be determined at this time. There was no damage reported to have been noticed during the inspection prior to use and preparation, which suggests a product deficiency, did not contribute to the reported difficulties. Based on the information provided, the most possible root cause are the wrong handling and patient's state of health. The device history records were reviewed and there were no non-conformities or deviations noted during the manufacturing of the lens that would have caused or contributed to the nature of this complaint. Additionally, our lenses are 100% inspected before they leave our manufacturing site. Therefore, we are confident that the lens was processed per standard operating procedures and inspections and have met all criteria for release.

Event description:
It was reported that the surgeon placed a CT lucia lens in a patient yesterday. Due to the posterior eye condition, they needed to remove the lens. The lens or placement of the lens did not cause the retinal detachment. They had this condition prior to surgery. Surgeon felt that they need further healing before the lens is placed. No additional information provided.